Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they have received blood sugar levels of 350 mg/dl, 400 mg/dl, and 500 mg/dl. Customer reported that he had called yesterday to troubleshoot an insulin flow blocked alarm. Customer reported that the troubleshooting resolved the alarm, but subsequently experienced the elevated blood sugar levels. The infusion set tubing was not kinked or bent. The pump is expected to be returned.